Manufacturer narrative:
(B)(4). Two batteries were returned for evaluation. One battery (B)(4) for cable damage and the other battery (B)(4) for critical battery alarms. Various analyses were conducted and reviewed in order to evaluate the performance of the device's in relation to the reported event. Failure analysis of bat313627 revealed that the device failed visual inspection due to a tear on the output cable and damage to the strain relief. The damage that was observed did not affect the functionality of the device. Failure analysis of (B)(4) revealed inconclusive due to log files not being available for analysis. (B)(4) performed as expected with no failures visually nor functionally. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the strain relief and output cable or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware¿ ventricular assist system - battery (B)(4) - battery / catalog number 1650 / expiration date: 28-feb-2018. (B)(4). Device available for evaluation: no. Device evaluated by manufacturer: no, product not received - not returned to manufacturer. Labeled for single use: no. Battery issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that one battery had a break in the outer sheath of the connector cord and the other battery was sounding inappropriate connect power alarms. The batteries were exchanged. No patient complications have been reported as a result of this event.